Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be submitted in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the enve ventilator stopped ventilating while connected to a patient. The patient was removed from the device and placed on another ventilator. The customer confirmed that there was no patient harm associated with the reported event.